Manufacturer narrative:
The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. A specific root cause was not identified for this event. The product was not available to complete the investigation.

Manufacturer narrative:
The customer does not have any strips left.

Event description:
The customer reported that while using her coaguchek xs meter (serial number (B)(4)) she tested 6-7 times yesterday and obtained "error 5" maybe 2 or 3 times along with the results she is questioning. She reports having obtained a 1.3 inr at 4:24 pm, a 1.5 inr at 5:30 pm, a 1.5 inr at 6:10 pm and a 1.9 inr at 6:05 pm. She kept testing until she got a result she was happy with. She was happy with the result of 1.9 inr. She stated she wanted to report the 1.9 inr to her independent diagnostic testing facility. There were no medication adjustments or any treatment decisions that had been made based on the meter results. The customer stated she used different fingers for each test. The customer's therapeutic range is 2-3. She is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She stated that her current condition was good. There was no adverse event. The suspect product was requested to be returned, however, the customer does not have any strips left to return. The replacement product was sent. The relevant retention test strips (lot 206196-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.